Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Visual inspection found a detached downstream occlusion seal. Functional test was found defective dso sensor. Review of the event history log (ehl) showed 44510 error. Functional and visual tests were performed, and the reported issue was duplicated. The reported issue was caused by a 44510 error and a primary problem with a defective pwa. As a result, the downstream occlusion seal and printed wiring assembly board (pwa) were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump displayed an error during the software update message. During physical inspection, it was found that there was a detached downstream occlusion seal. There was unknown patient involvement.